Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) reported that after implant she experienced a delayed healing process. She claimed she was "7 weeks behind" healing. The patient stated that at first she thought it was normal because she had back surgeries in the past, and there had been no concerns at her 2 week follow up appointment. The patient then started declining and around 4 weeks after implant could not take it anymore and went to the emergency room on either (B)(6) or (B)(6). The patient's healthcare provider (hcp) told the patient that she should have gone to the hospital or seen the hcp sooner, but the patient thought it was all part of the normal healing process. The patient reported getting headaches was not really mobile, and tried not to move around. She also reported having muscle spasms in her back but thought it was all part of the healing process. The spasms seemed to get way worse, like they were taking away her breath. The patient also reported major swelling in her back. She claimed that there was fluid buildup and the leads were not able to stick to the dura. The fluid was alleged to be at the site of the lead halfway up her back, and the increase in pressure was stated to be arresting healing. The patient stated that her hcp had to remove fluid from her spine and after that procedure she was able to heal completely. The patient had an appointment with her hcp the next day and requested a manufacturer's representative present for programming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.